Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported the male adapter of the tubing set broke off of the tubing set. At the time the patient's IV was started, the nurse connected the male adapter of the pca extension set to the female adapter of the primary tubing set. At this time, it was reported that the male adapter of the extension set broke off. The tubing set was replaced and the therapy was resumed. The customer contact reported there were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found that the male adapter of the option-lok was broken completely off. There are white drag marks indicating the use of force. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. According to investigation findings, the reported defect is related to the design. A device history record review was performed to lot 53-209-4w, list no. 142780428 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. This lot was manufactured on 05/08/15. Manufacturing quality (mq) performed visual and physical evaluation to 125 and 200 final sets, respectively with zero defects found. A lot history review was completed for the involved batch and no other reports were found similar to this event.

Event description:
The customer contact reported the male adapter of the tubing set broke off of the tubing set. At the time the patient's IV was started, the nurse connected the male adapter of the pca extension set to the female adapter of the primary tubing set. At this time, it was reported that the male adapter of the extension set broke off. The tubing set was replaced and the therapy was resumed. The customer contact reported there were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.